Event description:
A user facility submitted a repair request to the olympus service center, for a high-definition lcd monitor experiencing power turning off and restarting without permission. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, damaged bezel, and scope rear cover cracked. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. The following field was updated: h6 and h10 the subject device was returned to olympus for device evaluation and investigation confirmed the reported issue during investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to investigation, the reported phenomenon may be attributed to faulty g1 board. However, the device could not be checked since it has not been returned to the legal manufacturer (shirakawa factory); therefore, the cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the event occurred during regular screening testing procedure. It was reported that the procedure was completed using a similar device with delay when connecting the replacement device. There was no report of patient harm or user injury associated with this event.